Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that since therapy was turned on and set by the medtronic rep at the implant on friday, stimulation is comfortable when they are upright, but when they lay down or turn a certain way, they feel like they are being shocked or electrocuted. The patient said they may have increased on their own after coming home by one tenth. Pt said if they reduce it, they do not feel the tapping. Pt said they called their doctor, and they told them to call medtronic. Reviewed interstim therapy information and stim sensation information, reviewed the option to turn therapy down or off, and recommended patients continue to work with their doctor. Pt said their follow-up appointment was not until july 5th. It is recommended to try to reduce stim and lie down to test and see if the sensation went away during the call. Pt did not choose to turn therapy off and was successful in synching with their ins and reducing from 1.8 to 1.7, but pt said it was too difficult to lie down due to ins site pain from the procedure. They could try reducing the amplitude before lying down, and while lying down, they could try to increase it to their comfort. I offered and sent an email with the quick guide, symptom diary, and interstim information. They were redirected to their doctor. During the call, the pt mentioned the evaluation components were removed on thursday and the permanent surgery took place on friday. .